Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff check prior to use on a patient, it was difficult to inflate and deflate the cuff. The customer indicated that there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation and the reported condition was confirmed. A device history record review could not be confirmed since no lot number was provided. An inflation/deflation test was performed, and it was observed that inflation and deflation were difficult. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.